Manufacturer narrative:
. Complaint allegation is confirmed. One unpackaged ar-3632, batch 15246432, was received for investigation. Upon evaluation, it was noted that the tip of the device is broken. No fragments were returned for investigation. The most likely cause of this condition is the excessive force used to pry and/or leverage the device. Dfu-0054-eo, revision 5, states the following: " 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient. 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone. Drills are also available for use." Functional testing was not performed due to the damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the tip of the device broke during insertion of the anchor. The anchor could be placed in the patient. The tip remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.